Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant of the right ventricular (rv) lead, high thresholds were exhibited. Extraction difficulty occurred as the helix would not retract from the heart tissue. The lead was capped and replaced. No patient complications have been reported as a result of this event.